Event description:
Patient came in for a cardiac catheterization. Angioseal evolution device was used by the physician to close the puncture site. Patient was discharged. Patient returned ten (10) days later with thready pulse and pain to the catheterized leg. Patient underwent a diagnostic lower extremity angiography and found a 100% embolic occlusion of the right common femoral artery. Thrombus was aspirated. This patient tolerated the procedure well and was discharged.